Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up on (B)(6) 2021. During interrogation, it was noted that the pacemaker went into backup mode while performing cybersecurity upgrade. The pacemaker was reprogrammed to resolve the backup mode but cybersecurity upgrade was not attempted the second time. There were no adverse consequences to the patient.